Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam was observed to be pulsing during vaporization at 12,621 joules of use. The fiber was replaced and the procedure completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus on the glass cap was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.